Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon catheter. There were two target lesions; one located in the proximal right coronary artery (rca) and one in the mid rca. The vessel was moderately tortuous and mildly calcified. The physician used a 3.5 x 15 mm non boston scientific (bsc) stent but could not cross the lesion. The physician then predilated the lesion using an unspecified type of balloon. The physician tried to cross the lesion again with the non bsc stent but could not. The physician then used a 3.5 x 20 mm taxus liberte' drug eluting stent and implanted it in the mid rca. Then a 4.0 x 16 mm taxus express2 drug eluting stent was chosen, but the physician could not cross the second lesion. After dilation using an unspecified balloon, the physician advanced the 4.0 x 16 mm taxus express2 stent again, but at this point, the stent was "swiped" off of the balloon. It is unknown if there was an attempt to remove the stent and if it was removed. No patient complications were reported and patient condition was satisfactory. Additional information has been requested.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.